Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced a mode switched due to electromagnetic interference (emi). Technical services (ts) was consulted and explained trends remain stable and noise was seeing. The device remains in service. No adverse patient effects were reported.